Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a hyperglycemic event on (B)(6) 2016. Patient's mother reported that she called an ambulance due to the patient's glucose being extremely high. The patient was taken by ambulance to a medical center. The patient was admitted due to severe diabetic ketoacidosis (dka) and was in the pediatric intensive care unit (ICU). The patient was released on (B)(6) 2016. There was no allegation of device malfunction as the continuous glucose monitor (cgm) was working as intended. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.